Event description:
The second report of two that involved the vtun with the same lot number. A second year resident placed the vtun camino catheter into a patient who had a subarachnoid hemorrhage. The catheter did not clog immediately, but shortly after insertion it clogged. An attempt was made to flush the unit but it was unsuccessful. The catheter was removed and replaced with another flex catheter. There was also a second external ventricular drain (evd) placed on the opposite side for additional drainage. I was told that there was a lot of blood involved. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.